Manufacturer narrative:
Device discarded.

Event description:
Roi-c : anchoring plate wouldn't deploy. Additional information was requested to understand this case. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.

Manufacturer narrative:
Additional information received on december 5th. 2017, by the sales representative on this issue. It was a 3 level surgery, but only 1 of the two half anchoring plates was implanted for the two last levels. One anchoring plate box wasn't used. Patient had particular hard bones, surgeon chooses not to impact both half anchoring plates for two cages on the 3 implanted. It was a choice of the surgeon to have 1 cage with 2 half anchoring plates and 2 cages with only one half anchoring plate into each. Starter awl was used. No problem reported during the surgery and no impact on patient. The review of complaint data log, traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures. Root cause of this issue is not device related, it was a decision from surgeon to not use the product.

Event description:
Roi-c : anchoring plate wasn't used.

Manufacturer narrative:
Additional information received on 07 nov 2017 : it was a 3 levels surgery. Patient had particular hard bones, surgeon choose not to impact both anchoring plates for two cages on the 3 implanted. It was a choice of the surgeon to have 1 cage with 2 anchors and only 1 of the two anchoring plates implanted for the two last levels. No other problem reported for this surgery.

Event description:
Roi-a : anchor wasn't used.